Event description:
A surgeon indicated that during the beginning of the vitrectomy procedure, he realized that the vitrectomy probe wasn't cutting. The vitrectomy probe did aspirate, but would not cut. The problem was resolved after replacing the product with another one. Procedure was completed with no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample have been received, but has not been evaluated. (B)(4).